Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review - the lot conformed to universal punch¿s certificate of compliance, dated september 06, 2011, and was inspected / conformed to the synthes incoming inspection and incoming final inspection sheet. (B)(4) parts were released to the warehouse on october 18, 2011. There were no mrrs, ncrs, or complaint-related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver shaft t 6, was used sometime over the weekend and then discovered in sterile processing that a little piece of the coupling part of the screwdriver was chipped off and no longer engages. It is unknown if there was any patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complaint condition for the 2.0mm screwdriver blade (part 313.843 / lot 6678784) was likely caused by rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The 313.843 2.0mm screwdriver blade is an instrument routinely used in the rotation correction plates ¿ 2.0mm lcp and 1.5mm/2.0mm system. The device was returned and reported to have chipped at the proximal end preventing it from coupling with a mini quick couple handle. This condition is confirmed. When tested with a 310.95 handle with mini quick coupling, the screwdriver blade would not catch in the mechanism and could be easily removed. A small portion of the proximal end of the device appears to have sheared off. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in october 2011 and is over three years old. The balance of the returned device is in fair condition with some visible wear along the distal end. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.